Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('acute inflammatory process involving fallopian tube and ovary/ pelvic inflammation') and tubo-ovarian abscess ('tubo ovarian abscess') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, vaginal irritation, fever and wbc increased. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) in (B)(6) of 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping), genital haemorrhage ("abnormal bleeding(general), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), and fungal infection ("yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ("tubo-ovarian abscess/cyst") and anxiety ("anxiety attacks"). The patient was treated with surgery (hyst. (Full), salpingectomy (bilateral),oophorectomy (bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic inflammatory disease, tubo-ovarian abscess, dysmenorrhoea, fungal infection, depression, dyspareunia, fatigue, endometriosis, ovarian cyst and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, menorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2009, 2012. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, anxiety, pelvic pain, yeast infection, menorrhagia, dyspareunia and ovarian cyst . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs receive- new events abnormal bleeding(general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia yeast infection, depression, dyspareunia (painful sexual intercourse), fatigue, endometriosis and tubo-ovarian abscess and cyst ,acute inflammatory process involving fallopian tube and ovary were added. Reporter information and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('acute inflammatory process involving fallopian tube and ovary/ pelvic inflammation') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, vulvovaginal discomfort, fever and wbc increased. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and fungal infection ("yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), tubo-ovarian abscess ("tubo ovarian abscess"), abdominal pain ("abdominal pain"), depression ("depression"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ("tubo-ovarian abscess/cyst") and anxiety ("anxiety attacks"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic inflammatory disease, tubo-ovarian abscess, dysmenorrhoea, fungal infection, depression, dyspareunia, fatigue, endometriosis, ovarian cyst and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, menorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2009,(B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, anxiety, pelvic pain, yeast infection, menorrhagia, dyspareunia and ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on 4-aug-2011. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, dysmenorrhea (cramping). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.